Event description:
Customer reported over infusion of dopamine. A 500ml bag was found empty yet volume to be infused displayed 365 ml was still left. Concentration reported as 800mg/500ml. The ICU pt's blood pressure was found to be severely elevated and was successfully treated with a nitro drip. No additional info was available.

Manufacturer narrative:
Pump initially programmed in 2009 at 2:37 am for a dopamine infusion at a rate of 7.03 ml/hr. The infusion was not started until 3 hrs and 31 minutes later. At 4 minutes after starting, the infusion was paused. At 5 hrs and 15 minutes later, the infusion was re-started at a rate of 6.375 ml/hr. At 5:01 pm, the device alarmed for "check IV set" and immediately after this alarm, the device was turned off. Total volume infused was 50.67 ml. The customer experience of over infusion of dopamine was not confirmed via the device event log review. Root cause undetermined at this time. A request was made for return of the device and IV tubing in use at the time of the reported event. If device is returned and new info obtained a f/u report will be submitted. The device history record was reviewed at the mfg facility, and it did not show any mfg issues during production build for the involved pump. The service database was reviewed and did not uncover any relevant issues. No prior issues or anomalies have been reported for the suspect infusion pump.